Manufacturer narrative:
A 71 year old male pt with a history of unstable angina, hypertension, hypercholesterolemia, and pvd experienced multiple adverse events including restenosis post cypher stent implantations. The reason for the pt's initial admission to hospital was not reported; but an angiogram revealed lesions in his mid lad, omb and mid rca. This pt's history and extensive cad put him at increased risk for mace. Pre procedural medications included asa, plavix and heparin. The intra procedural administration of gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the mid lad lesion was pre-dilated prior to the placement of a 3.50 x 23 mm cypher stent at a maximum inflation pressure at 14atm. It is not known if the omb lesion was pre-dilated prior to the placement of a 3.00 x 23 mm cypher stent at a maximum inflation pressure of 16atm. It is not known if the mid rca lesion was pre-dilated prior to the placement of a 3.50 x 23 mm cypher stent at a maximum inflation pressure of 12atm. According to the IFU, the use of more than two cypher stents has not been clinically studied. The pt was discharged home four days later on medications that included asa and plavix. Five and a half months after the index procedure, the pt was diagnosed with mild chronic renal failure. This event was reported to be possibly related to the cypher stents. It appears that this event was not treated at this time. Twenty-six months after the index procedure, the pt experienced unstable angina and dyspnea. These symptoms decreased with antianginals. He was re-admitted to hospital and underwent an echocardiogram that revealed an lvef of 65% with concentric ventricular hypertrophy. He then underwent an angiogram that revealed good long term results for the mid lad stent, a 30% luminal narrowing distal to the 3.50 x 23 mm cypher stent previously implanted in the mid rca and a 100% occlusion distal to the 3.00 x 23 mm cypher stent previously implanted in the omb. The procedural physician opted to treat this event conservatively with anticoagulants. Of note, a diagnosis of mi was excluded during this admission. Twenty-seven months after the index procedure, the pt experienced unstable angina. Upon re-admission, the pt was found to be hyperventilating with minimal effort. However, there was no evidence of copd. His hyperventilation and angina appears to have been treated with oxygen therapy. A repeat echocardiogram revealed septal hypertrophy with diastolic function disturbance and an lvef of 60%. He was eventually ruled out for a mi and treated for his angina. The pt is also reported to have experienced vertigo. An mrt of revealed no acute ischemic event, no evidence of metastatic disease, a stenosis of the right carotid artery and stenosis of the left posterior cerebral artery. It showed post-ischemic scars and cerebral occlusive arterial disease. This event was reported to be unrelated to the cypher stents and was treated with asa and plavix. Twenty-seven and half months after the index procedure, the pt was diagnosed with diabetes. This event was reported to be unlikely related to the cypher stents. The event was treated with medication. The products remain implanted in the pt and are thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are pt, vessel, and procedural factors that may have contributed to this event. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.

Event description:
Diagnostic angiography results indicated 100% late occlusion of the previously treated obtuse marginal with a cypher stent. There was no indication for revascularization and a myocardial infarction was excluded.